Event description:
The removal of a left trochanteric fixation nail tfn system was reported due to the surgeon revising the patient to a total hip replacement. It was reported that during the explant surgery, the surgeon discovered that the nail was broken at the junction of the helical blade and the nail. The patient was originally implanted on (B)(6) 2013. Explant surgery was performed (B)(6) 2013 and the patient was transitioned to a total hip arthroplasty. Delayed healing and non-union were observed. The surgery was successfully completed, however, it was reported that the tfn system was difficult to remove and resulted in an extended operative time of equal to or greater than 30 minutes. This report is for part number 456.413, 11mm/130 deg ti cann troch fixation nail 320mm/left. This report is 1 of 2 for complaint (B)(4).

Manufacturer narrative:
This device was used for treatment, not diagnosis. A review of the device history records was performed and no complaint related issues were found. The investigation could not be completed; no conclusion could be drawn, as no product was received. Placeholder.